Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hospitalization. Release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported that she first went to urgent care after wearing the pod between 4 and 24 hours, and was treated with antibiotics. She was subsequently hospitalized and diagnosed with a staph infection requiring surgery, and was treated with an oral antibiotic.